Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted during the same procedure as the physician stated that the repair of the patients native valve was not competent. A bioprosthetic heart valve was implanted in its place. No additional adverse patient effects were reported.